Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after deployment of the xact stent in the left internal carotid artery, a kink formed in the artery distal to the stent after successful removal of the emboshield nav 6 filter. A second emboshield was advanced, but could not cross the kink in the anatomy, and was withdrawn. An rx acculink was successfully implanted proximal to the xact stent in order to straighten the artery, but did not straighten the kink. An xpert stent was then deployed distal to the xact stent, and did successfully straighten the artery. The patient had a brief episode of vasospasm during the procedure, which resolved with nitroglycerin. No additional information was provided.